Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the device could not be connected and would stall. The 38mm x 3.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the tail of the burr and the tip of the advancer could not be closely connected and would stall. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. However, device analysis revealed that the coil and sheath detached on the proximal end. Also, the sheath was torn.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1 - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device identified that the sheath and coil were detached on the proximal end, and the total returned length of the sheath was 140.3cm, and the coil was 143.8cm (which includes the burr). The proximal end of the returned coil was stretched for a length of 17.2cm. The most proximal end of the returned sheath was stretched for 8cm. The handshake connection, burr housing and the proximal end of the sheath failed to return for further analysis. Microscope inspection of the device found no further damage or irregularity. Media depicts a portion of the burr catheter with coil and sheath detachment on the proximal end. The coil is visibly stretched. The damage present confirms the reported connection issue due to detachments present.